Event description:
It was reported that after completing a knee anterior cruciate ligament repair procedure, the physician noticed two burns on the inner thigh. One burn was approx 2-3 inches in length, and a second smaller second degree burn was found below the larger burn. Ground pad (valleylab split pad) was placed on the outer thigh of the same leg. Physician noticed brown residue when ground pad was removed. No further complications were reported.